Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with a 510k number k131855. The products was returned to pentax medical for repair. We checked the returned unit and confirmed that the shadow in image. Based on the result, we concluded that it was caused due to the moisture condensation in the ccd module in addition, we confirmed that the air nozzle clogged, the objective lens scratched, the insertion flexible tube attaching nut loose, the angulation down angulation decrease, the angulation left angulation decrease, the angulation right angulation decrease, and the angulation up angulation decrease; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR. Email : (B)(4).

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(cloudy ).